Manufacturer narrative:
Section a2 - patient age: corrected manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. It was reported the patient underwent a heart transplant. No device-related issues were reported. (B)(6) was returned assembled with the pump cable severed approximately 11.5¿ from the pump header. The distal portion of the pump cable and modular cable were not returned. Approximately 5.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was transplanted on (B)(6) 2025. No additional information was provided.